Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with s short posterior leaflet, restricted leaflets, and dilated left atrium. A mitraclip was inserted, and the clip was placed on the valve. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. It was observed that the gripper line broke on the posterior side. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported broken gripper line or difficult gripper actuation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported broken gripper line could not be conclusively determined. The reported difficult gripper actuation is a cascading event of the broken gripper line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.